Manufacturer narrative:
Onsite investigation was conducted by a technical field specialist (tfs). The tfs replaced the master tool manipulator right (mtmr) to resolve the issue. Isi has received the mtm involved with this complaint and completed the investigation. Failure analysis investigation replicated the reported problem. Mtm would intermittently have link down errors and errors in the communications window. This complaint is being reported due to a da vinci system malfunction rendering the da vinci si system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
During a da vinic si surgical procedure, the customer reported error 25521 occurred and the master tool manipulator right (mtmr) was not working. The site contacted intuitive surgical inc. (Isi) technical support for assistance, however troubleshooting was unable to recover the error. It was determined that the system errors were related to the right master tool manipulator (mtm). The master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right(mtmr). The surgeon made the decision to complete the procedure using traditional laparoscopic surgical techniques. No patient harm, adverse outcome or injury was reported.